Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address femoral stem loosening and subsidence. Update rec¿d (B)(6) 2014 - the patient's medical records were received. The patient was revised to address persistent thigh pain as well. Records indicate upon revision the cup was found to be in 5 degrees of anteversion. The cup is being added to the complaint and reported at this time. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Patient was revised to address femoral stem loosening and subsidence. Update rec¿d 06/24/2014- the patient's medical records were received. The patient was revised to address persistent thigh pain as well. Records indicate upon revision the cup was found to be in 5 degrees of anteversion. The cup is being added to the complaint and reported at this time. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it cannot be determined the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.